Event description:
Breakage occurred in wiring under cord very close to reinforced section of the large gray handle section of plug. Breakage of wiring caused arcing which creates a potential source for fire in drapery material. Facility is raising question of design due to the close proximity of the breakage to the handle (larger). Facility had a similar episode occur in december but was unable to determine cause. Facility initiated and reinforced inservicing of electrical safety and cord evaluations. Facility also changed sterile packaging to reduce any likelihood of metal fatigue to wiring. Facility is raising concerns as all above were in place. The cord has been used less than 4 months.